Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the returned complaint device revealed some signs of clinical use. The inner and outer shafts of the device were easily separated from each other. There were signs of galling to the distal end of the outer shaft and inner shafts. The inner shaft had signs of galling just below the point where the tip had broken off. The inner shaft tip was broken off and galling on the outer surface was evident. No device information was reported as the customer did not report lot # information. Therefore, the device history record (DHR) was unable to be verified. The most likely root causes are the user applied too much force to the device (side-loaded) or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: -before beginning the procedure, verify compatibility of all instruments and accessories. -plug in and set up the generator according to the instructions in the manufacturers manual. -select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. -inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. -careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. -do not apply excessive pressure or side-load the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. -do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. -the tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. -do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the arthroscopic shaver tip broke during surgery. The customer believes all broken pieces were retrieved. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.